Event description:
It was reported that during an in clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited loss of vibratory notification. No intervention was performed. The patient was in stable condition and will be further monitored.